Event description:
It was reported the rigid video scope had black spots on the produced image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had black spots on the produced image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the new information: a2, a4, a5, a6, b3, b6, b7, d10, g3, g6, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked meniscus, stains under the light cover glass, and dents on the distal edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected, or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.